Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, loss of capture and decreased sensing were observed. X-ray showed lead dislodgement. The physician attempted to retract the helix but was unable. The lead was replaced. The patient was asymptomatic and was stable following the procedure and will be followed normally.